Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/14/2016 with the following findings: a review of the pump¿s black box did not reveal any activity relating to the complaint, there was no damage found to the battery compartment or cap. No overheating was duplicated during testing. The pump electrical current draws were found to be within specification. The pump was opened and there was no damage or evidence of internal moisture found. (B)(4).